Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibiting undersensing, elevated thresholds and low sensing on the right ventricular (rv) channel. Fluoroscopy confirmed the lead had not dislodged. It appeared the lead was too far into the tissue. Repositioning efforts were unsuccessful as the helix would not retract. Visual inspection of the helix noted tissue which was thought to be inhibiting the retraction of the screw. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted tissue was entwined in the helix which was likely to root cause of the helix mechanism issue. Resistance testing found the lead was electrically continuous. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.